Event description:
Possible over-sensing on the atrial lead. Discussed performing isometrics on the patient to recreate the noise. Also discussed increasing atrial sensitivity to make it less sensitive since the device is programmed to 0.15mv. Also discussed sending in a pdd file to evaluate device and lead. Lead trends stable. No patient symptoms noted. No additional information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).